Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with loss of capture on their right ventricular lead. This loss of capture resulted in the patient having a slow rhythm. An x-ray was performed a couple days after implant of the lead on (B)(6) 2021, which revealed no signs of dislodgement or fracture of the lead. The lead was explanted and replaced on (B)(6) 2021. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was abraded at the distal region which cause the loss of capture.